Manufacturer narrative:
(B)(4). The device was originally manufactured on an unspecified date in 2004 (previously reported under the previous serial number). The device was not returned; therefore, an evaluation could not be conducted. A review of the device history record found that the device was no longer in its original manufactured condition; however, the device had passed final testing and calibration prior to release to the customer. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). A review of the device history record found that the device was no longer in its original manufactured condition; however, the device had passed final testing and calibration prior to release to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. It was unknown if the patient was hospitalized at the time of death. The cause of death was not reported. It was unknown if therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.